Manufacturer narrative:
The actual safety huber needle with clip involved in the incident was returned for evaluation. The safety clip was located on the shaft of the needle near the tip, but not covering the tip of the needle. All safety clip and crimp dimensions that were able to be measured on the returned sample were checked, and found to be within the design specifications. It appears from the event description and additional information provided by the facility, that the product functioned properly, however, the force of the needle hitting the side of the container manipulated the clip and exposed the needle resulting in a needlestick. It should be noted that the safety huber is designed to reduce the risk of needlestick injuries. However, cdc guidelines and / or facility protocols should always be followed. Sharps should be disposed of immediately into appropriate sharps containers. It should also be noted that the instructions for use supplied with this product caution to " keep hands behind the needle at all times during use and disposal."

Event description:
As reported by the user facility: safety mechanism activated correctly - when she went to place in needlebox, she hit the side of the box, dislodging the clip, and received a needlestick. Additional information provided by the user facility indicated that the product is new to them, and this is the first time the nurse used the product. The rn involved in the incident suffered no additional adverse sequela associated with this incident. All protocol bloodwork testing performed to date has been negative.